Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that about 17 months after the implantation vr-episodes due to oversensing were noted. No shocks were delivered. The tests showed stable impedances. The noise could not be reproduced. The device was reprogrammed. There is no known impact or consequence to the patient. All available information suggests this lead remains implanted. Should additional information become available, this event will be updated.